Event description:
A surgeon reported a study patient experiencing halos, hazy vision, and shadows following bilateral intraocular lens (iol) implant surgeries. The surgeon reported the patient's description of the symptoms as follows; halos were pre-existing and still continue after surgery; the hazy vision is noticeable "first thing in the morning but goes away as the morning goes on" and is being treated with medication, attributed to dry eye; lateral shadow was seen since the night after surgery, but is diminishing and "almost completely gone". There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).